Manufacturer narrative:
E1: (B)(6). The actual device was not available; however, two (2) retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set had a crack of about 1 centimeter at the regulating valve. This was discovered prior to patient use. There was no patient involvement. No additional information is available.